Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, a4, b3, b5, d4, d6a, h4, h6.

Event description:
Additional information reported that the incisional dehisence was "prepped and drapped with 0.25% marcaine and epinephrine was infiltrated. Are of spitting suture was noted and possible tracking into the breast pocket. At this time a 10 fr drain in the pocket was placed as the fluid was serious with the plan of returning to the operating room for a full evaluation of the pocket and possible exchange of the implant. Incision was closed with 3-0 monocryl and 4-0 nylon." Symptoms were resolved. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for the suspect device with serial number (B)(6).

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. This is a known potential adverse event addressed in product labeling. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that a clinical patient had to go in for a tissue expander exchange surgery due to deflation of their right tissue expander. Right breast incisional dehiscence. Artia tissue remains implanted.